Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab), the optical sensor did not work well and could not be used. After this issue occurred, another balloon catheter was used to continue intra-aortic balloon (iab) therapy. There was no reported injury to the patient.